Manufacturer narrative:
The hill-rom technician found the left foot brake caster not holding. The technician adjusted the caster to repair the bed.

Event description:
Brakes will not hold on the bed.